Event description:
The patient had two leads from the same lot. It was reported the patient lost adequate coverage on a couple of occasions. Reprogramming attempts were performed, but did not provide resolution. X-rays were taken and revealed that one of the leads was fractured near the location of one of the anchors. As a result, the patient underwent surgical intervention. Invalid impedance was present intra-op. During the procedure, the six of the contacts were found to be detached from the lead. The doctor was able to successfully removed the contacts and explant the rest of the lead. Next, a replacement lead was implanted and adequate coverage was restored post-up.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.